Event description:
Customer reported device =low and family member tested glucose and device =202 mg/dl. Family member called fire department and their device =70 mg/dl about 30 minutes later. Customer was taken to the hosp. Hosp device =35 mg/dl. Customer was treated with an IV and had blood work done prior to being released after 4.5 hours. No controls used. A request was made for return product and replacement product was sent.